Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a veterinarian that an animal underwent a spay procedure and suture was used to close an abdominal wall. Following the procedure, the animal experienced post-operational wound dehiscence due to post op suture breakage. The wound was repaired with a different suture and the animal was started on antibiotics. The wound has healed with no incident.